Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Hyphema, elevated iop and decreased vision are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported a case where an istent patient presented postoperatively with decreased vision, elevated iop, and recurring hyphema in the operative eye (right). The surgeon is considering stent explantation. The istent appears to be in perfect position. The patient also has an istent implanted in the fellow eye, but there were no issues reported with this eye and the stent also appears to be in perfect position. The surgeon conferred with the glaukos medical monitor who reported the following additional details on 6/3/2016. The surgery was performed approximately 3 months ago and was reported to be uncomplicated. The patient has been taking aspirin and is presenting with recurrent (small) hyphema and transient mild intraocular pressure spikes. The glaukos medical monitor and the surgeon discussed different treatment options, including patient monitoring, stent explantation, and argon laser treatment. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. (B)(4). Submitted to FDA on 08/31/2016.

Event description:
Clinical follow-up was requested and on 08/22/2016 the surgeon provided the following additional event details. Cataract surgery with istent implantation on (B)(6) 2016 was uneventful. On post-operative day #9 the patient presented with hyphema. The patient had a temporary severe drop in vision and temporary iop spikes from reoccurring hyphema. At the time of initial postoperative iop elevation the patient was on more glaucoma medication compared to pre-operation and was complaint. In the surgeon's opinion the primary reason for the iop rise was the hyphema. The patient's iop was monitored and the adverse events did not required surgical intervention. The patient's current status and prognosis is stable. The adverse event was reported to be ongoing/persistent with the most recent event greater than 2 months. Additional information will be request for the ongoing/persistent reoccurring hyphema.